Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation determined the customer's use of a too high dilution factor was the cause of the event. Per product labeling, the recommended dilution is 1:1 for results above the measuring range.

Event description:
The customer received a questionable phenobarbital result for one patient sample. The initial result was 73.4 ug/ml with a data flag. The customer performed a 1:3 dilution and the result was 112.8 ug/ml which was reported. The doctor questioned the result as he expected a result "in the 60's". The customer repeated the sample on (B)(6) 2015 and the result was 61.8 ug/ml with a data flag. The sample was repeated with a dilution and the result was 67.8 ug/ml. The repeat result was believed to be correct. The patient was not adversely affected. The reagent lot number was 60319901 with an expiration date of 10/31/2015. The customer declined a service visit.